Manufacturer narrative:
Inspected 3 opened/used sensors and found both needle hubs separated from sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened/used. Complaint against sen-serter. Unable to confirm adhesive anomaly due to sensors were returned opened/used.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 22 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer will return device for analysis.